Event description:
On (B)(6) 2011 pt reported the down button on the infusion device stopped responding this morning. Pt stated the buttons were working fine yesterday, but when she attempted to program a bolus this morning, the down button would not respond. Pt reported she programmed too many units this morning and could not decrease the amount. Pt stated she was able to let it time out, so it did not deliver the bolus. Pt stated the buttons pop back up when pressed. Pt reported she was aware of the recall concern. Offered to assist pt with switching to her backup infusion device; pt declined. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.